Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the ventricular insertion tube, front and rear, was asymmetrical.

Manufacturer narrative:
The returned device was returned with a ventricular catheter. The reservoir met the requirements for leak testing. Damage to the base of the reservoir. It is unknown how or when this damage occurred. The instructions for use cautions, ¿improper use of instruments in the handling or implantation of reservoir products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of device integrity¿ crystalline debris was observed on the interior of the device. All valves are 100% inspected at the time of manufacturing. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there were not any environmental/external/patient factors that may have led or contributed to the issue.